Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through filling and loading a new cartridge using the proper technique, which resolved the issue. Caller successfully resumed insulin delivery after placing the pump back in its case.